Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibited a battery error. There was n reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips xl defibrillator indicating that the device's battery was too old and had low capacity. There was reportedly no patient involvement. Details provided in an email from the attending field service engineer, recommended the battery be replaced. The customer was recommended to replace the battery to resolve the issue. The device remains at the customer's site. No further action required at this time.